Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-20289, 20290. It was reported the pt experienced ineffective stimulation until the amplitude was turned to maximum. Also, the pt experienced burning/stinging sensation at the ipg site with the high amplitude. Diagnostics revealed low impedances. The sjm rep tried reprogramming to no avail. X-rays are requested and the pt is to consult the physician as a next course of action.

Manufacturer narrative:
Correction number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.